Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked. The returned battery cap had damaged threads, and was not able to secure onto the pump. The battery cap was not able to maintain an electrical connection with the pump. A test cap was used to complete the investigation. The pump was exercised for 24 hours with the test battery cap with no power interruptions or duplicated alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and that the battery cap had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.